Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced hypeglycemia with two infusion set event on (B)(6) 2025. The infusion set was in use for one hour. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via ultiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.